Event description:
This post operative patient sustained blood loss anemia -hct-23%-. Two units of packed red blood cells were electronically ordered. A post transfusion hematocrit/hemoglobin level was electronically ordered to be drawn at two hours after the second unit of red blood cells was transfused. Unbeknownst to the clinical staff caring for the patient, the cpoe system canceled this blood draw. Hours later, the morning blood tests were drawn and resulted. The hematocrit/hemoglobin level was called in a "panic" -hct 25%- despite the transfusion. The systolic blood pressure indicated incipient shock -75 mm hg- and there were ischemic changes on the electrocardiogram, necessitating vigorous additional care, transfusion, and intensive care unit transfer. The cancellation of the blood draw by the cpoe equipment delayed treatment of this elderly patient's blood loss anemia causing life threatening complications. We have repeatedly found that the cpoe equipment capriciously cancels tests without a doctor's order subjecting patients to undue risk. The incidence has not been determined to the best of our knowledge.